Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) device received shock and was already dealing with post traumatic stress disorder (ptsd) fro other shocks. This device remains in service. No additional adverse patient effects were reported. Additional information indicated that the shock was for ventricular tachycardia (vt). Programming changes were made to device at different hospital and additional anti-tachycardia pacing (atp) was also programmed. Field representative had no idea regarding patient's ptsd. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) device received shock and was already dealing with post traumatic stress disorder (ptsd) fro other shocks. This device remains in service. No additional adverse patient effects were reported.